Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced severe peritonitis. The cause of peritonitis was not reported. On an unspecified date, the patient was hospitalized and unspecified medical treatment was given. At the time of this report, the patient has recovered from the event. It was reported that the patient was advised to be transferred to hemodialysis due to severe peritonitis. The reporter declined to provide additional information.